Manufacturer narrative:
Device evaluation: it was reported there was silicone oil in the vitreous cavity after intravitreal drug application. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. Our quality team regularly reviews collected data to identify emerging trends.

Event description:
Description: left eye silicone oil in the vitreous cavity after intravitreal drug application. Additional information: I have no information on how the silicone oil was identified in the vitreous cavity of the patients. According to the doctor, no surgical interventions were necessary in any of the patients concerned. The progress is monitored by regular check-ups with the ophthalmologist. No silicone oil was identified in or on the filter needle. The device (the filter needle) was used to draw up the drug and was not used for intravitreal injection.

Manufacturer narrative:
Follow up MDR for correction. Annex a, e, f codes updated. Adverse type: adverse event the type of reportable event was incorrect in the initial MDR. Updated type of reportable event to serious injury.